Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the feeding set is leaking where the tube meets the purple connector.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Two (2) samples were received at the manufacturing facility for evaluation. The samples were received in the original packaging. A visual and functional evaluation was performed, and leaking was found at the connection between the cross spike and tubing line. The reported failure mode is confirmed to be related to a manufacturing/production process. The root cause and action plan will be documented through a formal corrective/preventative action (CAPA). This complaint will be used for tracking and trending purposes.